Manufacturer narrative:
(B)(4): physio-control provided the customer with troubleshooting assistance. The customer, a biomed, confirmed that after replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was then returned to use. The device has not been returned to physio-control for evaluation.

Event description:
It was reported that the device would lose a connection or prompt ¿connect test plug¿ or ¿connect electrodes¿ if the therapy cable was bumped. It was also indicated that the therapy connector was worn. This failure could prevent the device from delivering defibrillation therapy if needed. There was no patient use associated with the reported failure.